Manufacturer narrative:
(B)(4). Date sent 8/6/2024. D4 batch # unk. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, battery loading was also uncomfortable as the led part was darker than usual. The battery was inserted through the anus, but the device could not be fired. After replacing the battery, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. Please take photos for japanese customer.

Manufacturer narrative:
(B)(4). Date sent 8/28/2024 d4 batch #680c97 corrected data d4: UDI# the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch #680c97. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage with the battery inserted and the anvil was not received. The breakaway washer was not present and there were no staples present. The battery returned was drained upon visual inspection the battery terminals were found damaged from the left side however, the battery was properly inserted and removed from the device. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on a test anvil. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Additionally, a photo was provided and it showed a device with no anvil attached and its box from top view and a battery pack along with the device can be seen. No conclusion could be reached on the cause of the battery terminals damaged. Although no conclusion could be reach on the cause of the reported event of "battery pack insertion or removal" the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 680c97, and no non-conformances related to the reported complaint condition were identified.